Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer's cannula was bent, but the insulin pump did not give a no delivery alarm. Explained how the no delivery alarm works. The mother understood. The mother was unable to conduct the high pressure test. Nothing further was reported.